Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, on multiple occasions, the curved laser probe stuck when inserting inside the trocar. The probe was switched out on each case to complete surgery. There was no patient harm.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).